Event description:
Device was implanted in 1994. Mid-1997 through 1998, pt experienced increased pain and falling. 12/1997, pt sustained severe fall fracturing his neck. At this time, osteolysis-debonding of hip was discovered, requiring revision surgery to remove and replace.